Manufacturer narrative:
The device was not returned for evaluation. A potential root cause could be due to ¿non-uniform thin sac and/or finish dip coverage¿. The lot number is unknown therefore the device history record could not be reviewed. A labeling review is not required due to unknown product code. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the intermittent catheter labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheter balloon burst and the catheter fell out of the patient on the day of placement. Per additional information from the ibc via email 05aug2019; the customer could not provide the product catalog number but did say there were no missing pieces to the burst balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon burst and the catheter fell out of the patient on the day of placement. Per additional information from the ibc via email 05 aug 2019; the customer could not provide the product catalog number but did say there were no missing pieces to the burst balloon.